Event description:
It was reported that an asymptomatic patient presented in clinic for follow up on (B)(6) 2017; the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on the stored electrograms. The patient did not receive any therapy during oversensing. Programming changes were made. The patient was stable throughout the programming and would continue to be monitored.